Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact on the customer¿s blood glucose level. The customer reset the pump independently, provided the malfunction code, and after confirming that the code did not recur, continued using the pump. Technical support instructed the caller to reach out if the malfunction persisted, and the caller acknowledged this guidance.